Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a hepatectomy, the connection, opening and closing of the jaws were all worked. However, when the surgeon pressed the firing button of the device, it had no response, and it did not fire or cut. They used another device to complete the case. There was no patient injury.